Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 63 mg/dl after announcing breakfast before food was available, then treated the low with multiple high-carbohydrate foods, after which glucose rose to 314 mg/dl for approximately three hours while the user awaited automatic correction by the ilet. Symptoms included sweating and shakiness during the low and dry mouth during the high. Outcomes included no need for outside assistance and no medical intervention. Troubleshooting and education were provided, including guidance to announce meals when food is ready and to allow time for the system to correct hyperglycemia after a supply change. Investigation included review of user-reported event details and device use. Investigation of this case revealed no device or component malfunction and that the event was consistent with user behavior leading to overcorrection of hypoglycemia and subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.